Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide after an interventional neurological procedure using an 8f sheath. Reportedly, a large hematoma was noted. A femostop was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The patient effect of hematoma is listed in the electronic perclose proglide instructions for use (eifu), as a possible adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. The patient effect is a known possible adverse event. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.